Event description:
The coroner's office called requesting the owner's manual for this pump. It was reported that the customer passed away and he needs to run some test on the pump to make sure it was working properly before the customer passed away. Advised the contact that the owner's guide cannot be sent out and the pump needs to return to the manufacturer to down load the information and test the device. In addition, it was indicated that the customer was wearing the pump at the time of death. The coroner stated that the initial report indicates the cause as dka. Furthermore, the customer's doctor stated that he was not aware of the customer death until he saw it in the newspaper.